Event description:
The 5 french bard solo2 PICC peripherally inserted central catheter is marketed as a 5 french device, but it actually measures 6-8 french. Tip is 6 french. Reverse taper end is 8 french. Bard is practicing false labeling/marketing. It is very thrombogenic, as are most 6 french PICC lines. Our institution has encountered may superficial vein thromboses with this system. Vein thromboses treated by PICC removal +/- aspirin or anti-coagulation depending on clinical situation. Affected veins typically never recannulate and remain occluded. Dates of use: (B)(6) 2012-(B)(6) 2013. Diagnosis: central venous access requested/needed.